Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received multiple alarms. The customer was rewinding the insulin pump when it stopped and got a no power message. The customer did not receive a low battery alert prior to the off no power alert. This was not the second occurrence of an off no power without a low battery message. A new battery resolved the issue. Additionally, the customer reported that the piston did not go all the way and she was unable to put the reservoir in the insulin pump. The customer also received a battery out limit alarm and an unexpected restart alarm after she replaced the battery. After troubleshooting for both the alarms, the customer was advised to monitor the insulin pump and call back if the issues recur. The customer's blood glucose level was unknown. The device will not return for analysis.